Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported sensor inaccuracies. Customer care made multiple attempts to contact the user to provide troubleshooting support, but no response was received.

Event description:
Senseonics was made aware of an incident where user reported sensor inaccuracies while using the system.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide troubleshooting support, but no response was received.